Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that this defibrillator "did not go to shock modus" and the unit gave "error code x" and did not deliver a shock. The involved patient was in ventricular fibrillation. The users switched to a different defibrillator to deliver therapy to the patient.

Manufacturer narrative:
The event file was provided for review. On (B)(6) 2016 the device was powered on at 7:04:59 pm in the monitor mode. The device indicated "battery charge good". The first ECG waveform occurred at 00:09:54 elapsed time (et) when the users applied pads to the patient. Between 00:09:54 et and 00:10:24 et there were 2 "cannot analyze ECG" inop. The beginning of the event shows motion artifact. The "cannot analyze ECG" inop indicates that the arrhythmia or 12-lead algorithm cannot reliably analyze the ECG data. The heartstart mrx IFU directs the user to check ECG signal quality and if necessary, improve lead position or reduce patient motion. At 00:12:30 et there was a "vtach" alarm followed by a 3rd "cannot analyze ECG" inop. At 00:15:00 the heart rate was 111 bpm and at 00:15:03 et the users powered the device off. This event did not show any entries into the therapy (manual or AED ) modes. The device was evaluated by an approved third party, who was unable to reproduce the reported symptom. They did not find any fault with the device. After passing all required performance verification testing the device was returned to the customer. Philips is unable to determine the cause of the reported symptom as it could not be reproduced. The device passed all testing. There is no indication of a systemic problem; no further investigation or action is warranted.